Event description:
It was reported that the ip address information was erased. The previous profile setting was changed on its own and there was flicker noise at the screen when turning off the handheld. No patient involvement. Additional information received on (B)(6) 2014: it was reported that the ip address was put into every profile and the ip address was changing on its own.

Manufacturer narrative:
The returned device was evaluated. During this testing it was found that the wifi portion of radical-7 was not functional. Antenna 2 was also broken off and is missing from radio board. The profiles portion of the radical-7 is correctly saving the ip address information (no erasing here), but the wifi portion of the radical-7 is failing (which would look like an ip address erase to the customer) due to a failure somewhere in the wifi circuitry causing the wifi protocol not to function correctly. Customer complaint regarding screen flicker/noise and profile settings changing on their own could not be duplicated. A service history record review reveals that this unit was in the field for five (5) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. It new information is obtained or the device is returned, a follow up report will be submitted.